Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. A visual inspection revealed no damage or irregularity. Microscopic inspection revealed a pinhole at the distal end of the distal markerband. There was contrast and blood in the inflation lumen, and contrast in the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.